Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device's battery is not getting charged. There was no reported patient involvement.

Manufacturer narrative:
Conclusion: the ac power module was ordered and will be replaced upon delivery. The device remains at the customer site.